Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of auto mode switch caused by competitive atrial pacing was observed. Patient was seen in clinic for a normal follow-up and was asymptomatic. Programming changes were made, and the patient will continue to be followed.